Event description:
Difficulty was encountered during the stent placement procedure. Resistance was experienced during stent delivery resulting in inaccurate stent placement which was confirmed by contrast injection. The stent was repositioned and deployed successfully in the target lesion. No adverse pt effects were reported and the pt's condition was listed as "fine."